Event description:
It was reported that the patient heard the alert beeping and visited the clinic. Device interrogation revealed that the defibrillation coil impedance had increased to high impedance. The patient also reported falling about a month prior to the impedance jump. It was also reported that there was far-field r-wave noted. Coil impedance alert was raised and the patient will be monitored. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.